Manufacturer narrative:
Batch review performed on 16 august 2019: lot 171892: (B)(4) items manufactured and released on 4-"luly"-2017. Expiration date: 2022-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: secondary patella resurfacing performed 1 year after primary total knee arthroplasty due to pain in a (B)(6) year old woman. This was caused by intervened arthritis of the patello-femoral joint. During this operation, as customary, the tibial insert has been changed to a new one, but no problem or defect originated this replacement.

Event description:
Revision surgery after 1 year from the primary due to anterior knee pain. The liner 10 mm has been substituted with the liner 11 mm and the patient's patella bone has been substituted with a patella implant.